Event description:
Reference number (B)(4). Event occurred in hong kong. It was reported that, the patient faced infusion set's tubing detachment event on 24-oct-2024. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: hong kong.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. The information in this complaint (B)(4) has been evaluated. The batch 5393204 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with wi-002702 guidance for visual testing for complaints area version 3 and wi-002688 guidance for functional testing for complaints area version 2 for the code tubing detached from hub. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional static pull of the hub connector test 1 according to work instruction (wi) version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing the lot 5393204 was manufactured according to the wi version 86 and packaging in the multivac 10, on 12/jul/2022, with a total of (B)(4) units. Gluing of tubing the lot 5388550 was manufactured according to the wi version 53 in the gluing of tubing in the machine sc05 & sc06, on 11/jul/2022, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 08/apr/2025 against malfunction tubing detached from hub and lot 5393204 and no other complaint has been registered in database for the same lot 5393204 and malfunction code. Conclusion summary of the related event. As a result of the following: no defect on tests for reference samples, no harm reported, no non-conformance (nc) raised during production related to complaint code, only one complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.